Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting an expired device, not using antibiotics, not prepping the skin, using inappropriate tools, and multiple tunneling attempts have been ruled out as potential causes. The implanting clinician stated the reason for the wound not healing is unknown. However, the questionnaire shows the site was not irrigated before closure, which may contribute to the occurrence. The clinical representative confirmed the patient did not have any pre-existing condition and did not touch the wound beyond care. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the wound not healing is user error clinician for not irrigating the site before closure.

Event description:
The patient reported the pocket incision in her leg was not healing. The patient was prescribed antibiotics. The implanting clinician determined an explant procedure was not needed since the wound was healing. No further issues have been reported.